Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for lesser than 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 23 noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 23 after battery removal on (B)(6) 2024 10:02:24.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. Pump passed all required testing, and no pump error 23 noted during analysis. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on (B)(6) 2024 09:56:25.000 due to software error as per global logic analysis. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked case corner of the belt clip rails near the battery compartment. Pump passed all required testing, and no pump error 23 noted during analysis. Confirmed pump error 15 in the pump history download due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.